Manufacturer narrative:
The patient sample was returned for investigation. No interfering factors were detected in the sample. The customer's results were confirmed. All measured values were found approximately within reference range. The differences of the ft4 and ft3 values generated with the assays from roche diagnostics and abbott and wako - relate to differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. From the information provided and the analysis of the returned sample, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer also performed a peg study. Document (B)(6) for peg study results. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft3 iii assay on a cobas e 801 module compared to an accuraseed (wako). This medwatch covers the alleged results for the ft3 assay. Please refer to medwatch (B)(4) for the alleged ft4 assay results. See highlighted section of attachment (B)(6) for patient results. The results were reported to the physician. The serial number for the cobas e 801 analyzer is (B)(4).